Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had acceptable impedance measurements when tested with the psa at implant. Following pocket closure, the impedance, when measured by the pacemaker, was greater than 2500 ohms. The pocket was reopened and the lead was removed and reinserted into the device header. The impedance remained higher than 2500 ohms. The high measurement was then repeated and confirmed with the psa. The lead was repositioned and the impedance measured 1300 ohms. The physician elected to use the lead in this position. The field representative indicated that the impedance measurements would be evaluated the following day, which resulted in acceptable measurements. Boston scientific technical services (ts) suspected the issue was due to poor placement of the lead. Additional information indicates this patient expired 10 years later with no product allegations. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.